Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis that was manifested by abdominal pain, vomiting, diarrhea and cloudy effluent. The cause was not reported. The patient was hospitalized for the event and was treated with vancomycin injection (1g, every after 3 days and route not reported) and ceftazidime (1g, for 15 days and route not reported) for peritonitis. At the time of this report, the patient was not recovered from the event and has been discharged from the hospital. Pd therapy was ongoing. No additional information is available.